Event description:
It was reported that a patient was at the end of peritoneal dialysis therapy when they had an improper connection. It was found during troubleshooting that the patient was still connected and the transfer set was still open while trying to access the log. The technical services representative assisted with cycling the power and explained proper procedures. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient was improperly connected to the device. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.